Manufacturer narrative:
Extensive internal testing has ruled out this type of damage as occurring during the manufacturing or shipping processes. This issue is most likely caused by inadvertent damage to the distal end of the shaft caused by the user either during clinical use or while removing coagulum/eschar from the electrode. When skin ports are used at the incision site this could result in damage at the distal end of the handpiece due to the tight interference with the outer diameter of the shaft of the device. The damage seen during clinical use may also be caused by one or a combination of the following factors: (1) subjecting the device to unknown solvents, chemicals or disinfectants or any additional cleaning or reuses that may compromise essential material and design characteristics as well as the structural integrity of the device and lead to device failure, (2) use of a scratch pad (commonly available in surgical environments) or other abrasive materials to clean the blade, and/or (3) modifying or altering the tip of the device. The IFU gives cleaning instructions to avoid any type of abrasive damage "for optimum performance, keep the distal end of the shaft free of debris. A damp gauze pad can be used for cleaning" as well as instructions to avoid recleaning, resterilization or reuse.

Event description:
During clinical use in (B)(6), an unexpected stress fracture occurred on the shaft of the handpiece resulting in fragmentation. The issue was not recognized by the user and resulted in an additional medical intervention to remove the fragment from the patient. The patient recovered with no complications.